Manufacturer narrative:
Exactech complaint history from january 1, 2008-october 1, 2024 was reviewed for reports of shoulder infections. The sales data for all humeral stems was used to calculate a complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. This follow-up report is being submitted to relay additional information. D10: a10012 - gps implant kit v2 (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). 320-06-42 - glenosphere 42mm (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 322-10-00 - humeral adapter tray, +0 (B)(6). 300-30-07 - equinoxe preserve stem 7mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 322-42-03 - 145-deg pe 42mm hum liner +2.5 (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6).

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 2 months and 2 days post the initial left total shoulder arthroplasty, the patient developed and infection and underwent a two stage revision with an antibiotic spacer. All hardware was removed, which showed no bony on-growth - implants came out easily. There was no reported breakage of a device. There was a > 45 minute delay, the patient did not experience any adverse events as a result. The delay was only the need for the revision surgery. The patient was last known to be in stable condition following the event.